Event description:
On (B)(6) 2013, customer states via phone that during an unk procedure on an unk pt the fluoro failed. The physician was able to complete the procedure with the endoscope. No reported injury.

Manufacturer narrative:
Mallinckrodt field service engineer (fse) troubleshot an intermittent error 15, checking filament, power supplies, and cable connection were ok. After tube warm up, the fse found the x-ray tube small filament opens, confirming the failure both visually and with continuity testing. Fse informed customer that the x-ray tube needs to be replaced, but customer declined repair at this time. Fse notified liebel flarsheim service management, then performed table performance verification without use of x-ray per sections of service checklist (B)(4). Fse informed customer that the system was not operational for x-ray use due to tube failure. The service ticket was closed.